Manufacturer narrative:
A ge rep evaluated the system and replaced the transition I/o, technique processor, analog interface circuit boards, the 386 mother board, and reloaded software. The system operates as intended.

Event description:
The customer reported the system would not complete boot up. No pt injury was reported.